Event description:
A caller reported experiencing cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the pump reset, the cgm error code did not appear again, and the caller successfully started their sensor session.